Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the device was explanted and returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that there was an increased need for recharging and had issues with pain control. An impedance check showed there were several (1,3,5,7) electrodes that were not functioning properly. The representative was able to program around the faulty electrodes and get good coverage for pain. It was unknown if the recharging issues had changed as a result of the programming work-around. There were no plans for surgical intervention. The patient outcome was alive with no injury. It was further reported the patient was getting sufficient pain coverage, but not like it once was. The reprogramming resolved the increase need for recharging. Relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (B)(4) found a reliability non-conformance. It was found that stimulation lead bodies 1 and 5-7 were broken at the anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.